Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval?: yes. D10: returned to manufacturer on: 1/11/2021. H6 investigation: customer returned (4) 3/10cc, 8mm, 31g relion syringes in an open poly bag from lot # 9231336. Customer states that needle hubs separated into shield. All returned syringes were examined and 2 out of 4 samples exhibited the hub-needle/shield assembly separated from the barrel. No defects were observed on the remaining samples. A review of the device history record was completed for batch # 9231336 all inspections were performed per the applicable operations qc specifications. There was one notification [200872529] noted that did not pertain to the complaint. There were two notifications [200872129, 200872284] noted for cracked hubs. Notification #200872129 was created cracked hubs maintenance dispatch (l2l) #91271 was opened for raised hubs CAPA#1630423 was initiated.

Event description:
It was reported that 3 syringe 0.3ml 31ga 8mm 10bag 500 wal separated from the hub during use. The following was reported by the initial reporter: "it was reported that 3 syringes needle hubs separated into shield. Verbatim: consumer reported found 3 syringes needle hub assembly stayed in the needle shield when removed from syringe."

Manufacturer narrative:
Medical device expiration date: unknown a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 3 syringe 0.3ml 31ga 8mm 10bag 500 wal separated from the hub during use. The following was reported by the initial reporter: "it was reported that 3 syringes needle hubs separated into shield. Consumer reported found 3 syringes needle hub assembly stayed in the needle shield when removed from syringe".